Event description:
I woke up because my CPAP machine was giving me a strange taste/feeling. I checked the hose and water chamber, they seemed fine. Then I checked the filter which had been changed the previous friday (I change the filter every other week) and it was black, like soot. The permanent filter was also completely black and it could not be cleaned. I had just relied the filter, so I didn't request a new one, I bought them from (B)(6) and paid for them, thinking I had done something wrong. I just found out from my pulmonologist that there is a recall on my philip's dreamstation CPAP machine. FDA safety report ID # (B)(4).